Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing.

Event description:
Boston scientific received information that at this patient's last follow up visit, no capture could be obtained on the left ventricular (lv) channel and thresholds measurements were high. Sensing and impedance measurements were normal. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.